Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had high thresholds. The pace/sense portion of the lead was capped. A new lead was implanted for pacing/sensing, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.